Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station time was 10 minutes behind. The station time was fixed using cmd tab and verified that the station was communicating without issues with the server. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that the pyxis medstation es system was experiencing a time delay, impacting patient care. The customer added that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that the pyxis medstation es system was experiencing a time delay, which affecting patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update: upon investigation of the actual device used in this incident it was determined that it was found that the station time was inaccurate. The station time has since been adjusted to rectify the problem. The system functioned as intended.